Manufacturer narrative:
Device problem code grid and health impact grid update.

Event description:
It was reported to philips that tempus pro experienced an issue where no rhythm was seen during use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.